Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Additional information received noting the affected eye was the right. The endophthalmitis was taken care of with the vitrectomy and antibiotic instillation intravitreally, but some inflammation still persists. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. The event of endophthalmitis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding the event status, product, and patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient with an implanted xen "presented with acute endophthalmitis that required surgery." The treatment was noted as a pars plana vitrectomy with antibiotic injection. The event has not yet resolved. Affected eye is unknown. Device remains implanted.